Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not sensing the syringe. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Date returned to mfg: 12/19/2023 one device was returned for evaluation. Visual inspection revealed damaged front corners of the top case, cracked bottom case, and cracked right plunger case. No alarms pertaining to the reported issue were seen in the event history log. Functional testing was unable to replicate the reported issue; calibrations were within specification; however, the barrel clamp spring was found to be worn which was determined to be the root cause. The barrel clamp spring was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.